Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine whether it, or some other product condition, could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
Customer reported that she activated the device on (B)(6) 2012 at 9:54 pm. Her blood glucose measured 183 mg/dl at 11:12 pm. The next morning at 7:00 am it had risen to 334 mg/dl. Her basal insulin dosage program increased from 0.25 units/hour to 0.80 at 8:00 am. At 8:27 am her bg measured 295 mg/dl and she took a 2.5 unit insulin bolus. At 8:42 am she ate a meal estimated to contain 41 grams of carbohydrate and bolused 2.0 units. At 10:13 am she took another bolus of 2.45 units to correct her bg of 363 mg/dl. She deactivated the device at 11:25 am because her bg had risen again to 451 mg/dl. When she removed the device she observed that the cannula appeared kinked and insulin appeared to be stuck in it.